Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer is calling to report pump that customer had experienced high blood glucose event value 600 mg/dl this event was due to larger differences between sensor glucose and blood glucose. The customer is currently reporting symptoms related to the high blood glucose weakness, headache tired and  diabetic ketoacidosis. The customer was admitted to hospital emergency room to get treated.  Troubleshooting was performed and identified that the pump auto mode/smart guard feature was active at time of high blood glucose event. The pump was in use within 48 hrs of the high blood glucose event reported. The customer further reported that a crack had been identified on the pump's screen. The impact on the display of pump was unknown. No further patient complications were reported. The pump was returned for analysis. The event involved product(s) mmt-7020a. The sensor was worn for fewer than 4 days. Sensor glucose value was 120 mg/dl. No product return is expected for mmt-7020a.